Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported that an asymptomatic patient underwent a procedure in which a cguard prime carotid stent was used. The procedure was completed without complications. Following the procedure, the patient awoke and was transferred to the unit after routine neurological assessments. A neurological event was later identified. According to the physician, a stroke was confirmed the following day based on a physical neurological examination, cta, and MRI. The patient's neurological symptoms subsequently returned to baseline.

Event description:
It was reported that an asymptomatic patient underwent a tcar procedure in which a cguard prime carotid stent was used. The procedure was completed without complications. Following the procedure, the patient awoke and was transferred to the unit after routine neurological assessments. A neurological event was later identified. According to the physician, a stroke was confirmed the following day based on a physical neurological examination, computed tomography angiography (cta), and magnetic resonance imaging (MRI). The patient's neurological symptoms subsequently returned to baseline.

Manufacturer narrative:
This follow up report includes updates to the following sections: a1; patient identifier]. B2:outcomes attributed to adverse events. B5: describe event or problem. B6: relevant tests/laboratory data. F7: type of report. H11: additional manufacturer narrative. Investigations confirmed the device met all manufacturing specifications, with no malfunction or nonconformance identified. Clinical evaluation determined the reported stroke, is a known potential adverse event the patient returned to baseline neurological status. Based on the available information, a conclusive cause for the reported event and its relationship to the device, if any, could not be determined. The event appears consistent with the clinical and procedural context of carotid revascularization.based on the results of the investigation and available information, no device malfunction or product quality deficiency was identified, and there is no evidence to suggest the device contributed to the reported event. Complaint trending activities remain ongoing, and appropriate actions will be taken if an increase in similar events is identified.